Manufacturer narrative:
The analysis did show that the handpiece runs out of spec. Further, the back cap button sticks in due to dented head. This condition affected the functionality of the drive and the back up button. Caused by inner friction the handpiece heat up. The condition of the handpiece indicates that the maintenance processing is not carried out as requested. The user instruction requires a visual and functional test prior to each treatment to ensure that the handpiece is running within spec. It contains also a note that the handpiece should not touch soft tissue during the treatment. Reported due to the 2 year presumption rule.

Event description:
During a standard dental treatment on tooth# 4, pt was burned at corner lip. The burn was approx the size of the back cap of an handpiece. No ointment or medications mentioned in chart.